Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - 10/22/2017 ~ 10/25/2017. The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon the user facility information and the evaluation of five retention samples from the reported lot to verify proper shielding performance. Inner pulling resistance was conducted on each and the safety cover was confirmed to be safely activated to shield the tip of inner needle. The cover was examined under microscopic observation, and no defective properties were found. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "if the safety mechanism fails to activate, carefully dispose the product appropriately." "For certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." And "do not touch the safety cover after withdrawal of the inner needle for infection prevention." A review of the manufacturer inspection record for the reported lot was conducted with no findings. The evaluation of the actual device could not be conducted due to the device not being returned. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that when the inner needle was withdrawn, the safety-cover slid and stopped at center, half of the needle did not shield the tip. The sharp tip became fully exposed and neither the health care professional nor the patient did not incur a needle stick injury and are both reported to be fine.